Event description:
Patient reports that one of the pumps has a piece on the back that was broken. She states the pump is still working but she had to tape the piece back on for it to work. Patient could not provide sn at this time. Pharmacy will follow up to obtain sn. Pharmacy will send replacement pump and obtain pump with broken piece for investigation. No injury reported. Patient is still able to use the pump. Reported to (B)(6) by: patient/caregiver. Strength: 2.5mg/ml. Dose or amount: 40ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.